Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a hardware failure. A field service engineer remoted into the device, fixed storage space issues, deployed firewall rules, upgraded the firmware and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a hardware failure and was unable to recover. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.